Event description:
It was reported by service report that the lift system was stuck in high height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift drive system.